Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the main board failed, causing the screen malfunction. The remaining malfunctions occurred due to erosion and corrosion from immersion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen blacked out due to defective circuit board. Additionally, the channel tube was immersed and corroded, the first regulator unit, manifold unit and electro pneumatic proportional valve were defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit had an auto shutdown. The issue was found during reprocessing after a laparoscopic procedure. The procedure was completed with a similar device. There were no reports of patient harm.